Event description:
Endo stitch 10mm was being used as part of procedure. When the surgical tech attempted to remove the suture off of the endo stitch, the suture needle broke in 2 pieces, (1 piece was stuck on the endo stitch) it never reached the patient. Surgeon was aware of situation and was able to free the needle from the endo stitch. Now 2 pieces (equivalent of 1 suture needle) of the suture needles were sewn on to the surgical tech¿s sterile field.